Manufacturer narrative:
Concomitant medical products: 6949-58 lead implanted (B)(6) 2005, 4194-78 lead implanted (B)(6) 2005.

Event description:
It was reported that the right atrial lead was oversensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.